Manufacturer narrative:
Results: the pet lock on the proximal end of the ruby coil pusher assembly was broken and the pull wire was withdrawn. The pusher assembly contained multiple kinks. The embolization coil was detached from the pusher assembly. Conclusions: evaluation of the returned device confirmed that the embolization coil was detached from the pusher assembly, and revealed that the pet lock on the proximal end of the pusher assembly was broken. If excessive force is applied to the pull wire while the pusher assembly hypotube is held in place, the pull wire will retract from the pusher assembly. This causes the pet lock to break, and the embolization coil to become detached. Therefore, the device functioned as intended by design. The kinks observed were likely incidental, and occurred due to improper return packaging. These devices are 100% functionally tested and visually evaluated during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a coil embolization procedure, the staff noticed that the ruby coil was detached upon removal from its hoop. The detached ruby coil was found prior to use and was not used for the procedure. The procedure was completed using a new ruby coil.